Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and replaced the wbc (white blood cell) bath, wbc count lines and wbc count valve (bath assembly) to resolve the issues. (B)(4).

Event description:
The customer reported an error condition of voteouts (non-numeric results) was generated for the white blood cell (wbc) parameters when using the coulter act diff 2 analyzer. There were also background failures. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.